Manufacturer narrative:
An empty opened foil, one paper lid and one needle/suture into winding former was returned for analysis during the visual inspection of the sample, it was observed that the top foil was damaged (broken) near to the side peelable foil and end of the foil. The break was from the outside to inside due to wrinkles at the area and also the foil was broken in a part of the seal. In addition, the needle/suture was dispensed and examined along of the strand and no defects or damaged were observed. As sample was received open and is an absorbable suture, the degradation process was already begun and the time of exposure that has the suture in the environment could not be determined. However, the suture was tested by tensile strength. Due to the sample condition, it could not be determined what may have caused the reported incident of: ¿that prior to an unknown procedure, there was a hole on the pouch¿. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that on (B)(6) 2017, prior to an unknown surgical procedure, a hole was found in the pouch. The product was not used on patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.